Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer ((B)(4)) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient got clostridium difficile (c. Diff) and pneumonia about a week after the implant. A gastroenterologist told them that they got that stuff at the hospital. They were sick for two months and didn't work with the therapy during that time. There were no device issues reported.

Event description:
Additional information was received from the patient. Patient supplied their weight at the time of the event. Patient also said they think the antibiotics and being seen by the doctor led to the c. Diff. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient. Patient supplied their weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the issue with c. Diff and pneumonia was resolved. They went to the ER and received antibiotics and got rehydrated. When they got home, they went to their regular doctor and received further care. They were referred to a gastroenterologist, who took care of the c. Diff with medications. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had the device implanted on (B)(6)2016. They received standard, prophylactic antibiotics. On (B)(6)2016, they were seen for their 2-week post-operational visit. At that time, they reported having explosive stools and was instructed to submit a stool specimen. They were seen in the emergency department (ed) on (B)(6)2016 for evaluation of a fever, where a CT scan showed concern for a pneumonia infection. They were started on erythromycin in response to this. A stool specimen was submitted on (B)(6)2016, which was positive for c. Diff. The risk factors for c. Diff included antibiotic use and hospitalization. The antibiotic use was appropriate.